Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. The ptfe pad was worn, but was not separated. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. Based on the past similar cases, it was known that open circuit error occurred when the user activate output without grasping anything or with grasping some insulating material. The instruction manual of the device already cautions: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a laparoscopic assisted gastrectomy, the subject device was used. It was reported that open circuit error occurred frequently and the ptfe pad of the device was separated at the early stage from the beginning of use. The procedure was completed with another thunderbeat. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the subject device for evaluation, omsc confirmed that the coating of grasping section was partially missing on (B)(6) 2016. And it was not reported that the fragment of the coating fell into the patient. The ptfe pad of the device was not separated.